Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿clip comes off easily¿. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the clip came off easily, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the medium-large hem-o-lok clip applier with an alleged issue to perform failure analysis. Although the complaint regarding clip falling off was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the clip fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer reported that the clip came off the medium-large hem-o-lok clip applier easily. The fragment was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The vessel was not greater than the suggested diameter 10 mm. The medium-large hem-o-lok clip applier was used the first time. The surgeon tried to clip the vessel, but the clip was dislodged from the clip applier before approaching the vessel. The clip fell into the patient, and it was retrieved in the same procedure. The issue occurred twice. The customer used a backup clip applier to continue with the procedure.